Manufacturer narrative:
.

Event description:
It was reported that during an atrial capture test in aai mode, atrial signals were sensed on the ventricular channel. No crosstalk was seen when the device was programmed to ddd mode. The patient will be followed normally.